Manufacturer narrative:
The tech found the wheels on the right side of the bed are cracked and pieces are falling off. The brake caster would not hold due to loss of wheel diameter. The most likely cause is age and hard use. The tech replaced the wheels on right side of the bed to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brake caster is not holding when bed is in brake mode. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).